Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member of a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient had a fall that affected therapy. The patient¿s device turns on and off on its own, which also sometimes happens when the battery gets low. The patient uses the patient programmer to turn stimulation back on after it happens. The patient also recently had an xray for pneumonia, which the patient¿s friend or family member stated is not related to the device or therapy, but they believe the xray may have interfered with the device. These issues were reported to have begun in 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.